Manufacturer narrative:
Facility has decided to not return the device for evaluation.

Event description:
The user facility reported that the device inflated beyond the expected measure during a case. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully.